Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm threshold was set to 70 mg/dl and did not sound when she received results of 50-60 mg/dl. No symptoms were reported and customer was treated with oral glucose by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0021k6f8 has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated on the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm threshold was set to 70 mg/dl and did not sound when she received results of 50-60 mg/dl. No symptoms were reported and customer was treated with oral glucose by her husband. There was no report of death or permanent injury associated with this event.